Manufacturer narrative:
Visual analysis was performed on the returned product. The reported stent dislodgment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. It was reported that the herculink elite was being used to treat the left vertebral artery. It should be noted that the herculink elite instruction for use (IFU) states: the rx herculink elite peripheral stent system is intended to open lumen restrictions in the biliary tree, renal arteries, and protected peripheral arteries. In this case, it could not be determined if the off-label use caused or contributed or the reported difficulties. The investigation was unable to determine a cause for the reported difficulty. It may be possible that the guide catheter was bent or collapsed in the anatomy causing reduced clearance for the omnilink elite resulting in stent dislodgment within the sheath; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left vertebral artery that was heavily calcified, mildly tortuous and 80% stenosed. The rx herculink elite stent system was advanced to the lesion, but the stent was not there and was not able to be found in the patient. The device was removed without issue. The patient did not experience any adverse sequela. Another stent of the same type was accurately positioned and deployed to complete the procedure. No additional information was provided.